Event description:
Hcp reports pt experiencing nausea, vomitting and return of pain after a pump refill. The pt had a pump refill and update in 2006. The pt later called the hcp complaining of nausea, vomitting and return of pain. The pt was brought back to see the hcp on four days later. During the visit, the pump was interrogated and found in a stopped pump mode with an error message stating tube set. The pump was updated with the correct programming and the pt was sent home. Telemetry strips were sent to the MFR for review. A review of the strips showed one complete update followed by another incomplete programming session three mins later. Hcp reports the pt has fully recovered.